Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead was under-sensing and failed to capture. Programming changes were performed. The patient was in stable condition.

Event description:
New information received noted that the atrial lead failed to sense. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of under sensing, failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece with the helix extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies on the lead except for the damage consistent with that occurring at the time of the procedure.